Event description:
Reportedly, the procedure was completed in 2001 without incident. During the night the pt started to bleed internally, so the next day, they returned the pt to surgery, and found that one of the clips came loose from the cystic artery.